Manufacturer narrative:
Correction: the initial MDR should state that the surgeon opted to complete the procedure without the use of the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. From the system logs it was found that the navigation system and the imaging system's mobile view station (mvs) were losing connection. The ethernet cable was broken on one end and the bulkhead connector on the mvs was not tight with the ethernet head. Replaced the ethernet cable and the bulkhead connector. The medtronic representative was then able to see the trackers on both sides with navigation system and they were both accurate. The imaging system then passed the system checkout and was found to be fully functional. The network/ethernet cable was discarded on site and will not be returned for evaluation. The ethernet panel coupler was returned to the manufacturer for analysis. Issue was able to be duplicate by medtronic personnel. Under high magnification of the contact pins, the gold on the pin has been worn away. This area also has contamination on the pins which would be causing poor connections or intermittent connections. The hardware investigation found that reported event was related to an electrical intermittent connection failure.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the imaging system's trackers were damaged on the left side and not tracking consistently from the navigation localizer. It was suspected that the tracking plate is bent and not flush against the cover which is causing issues tracking the system. The surgeon opted to complete the procedure without the use of the imaging system and used another one instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. (B)(6).